Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The father had no further details. Troubleshooting was performed and all settings were correct, no alarms were found in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.